Event description:
Per the report rec'd from the hosp, "removal of foley catheter attempted initially deflating balloon, but balloon would not deflate. Catheter side cut to help deflate balloon was unsuccessful. Urologist called and milked tubing up and out by digitally manipulating pt's scrotum. Balloon remained intact upon removal. No ontoward effect to pt."